Event description:
Event description cpi received information that this ventricular brady lead was sensing noise. The patient is pacer dependent. The lead and implantable pulse generator (ipg) were replaced.